Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test,displacement accuracy test, self test and occlusion test. No unexpected pump error 43 or pump error 130 alarm noted during testing. However, found the corroded motor home switch during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The troubleshooting was performed and reported that they were able to clear the alarm but not able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis